Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to a zoll approved service provider. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing wihtout duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.